Manufacturer narrative:
All complaints were confirmed. The unresponsive display was due to a gouge in the screen. The display and battery were replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited intermittent inability to boot. It was further reported that the programmer's display was unresponsive to contact. It was further reported that the programmer's battery was not charging. The programmer was returned for service. There was no patient involvement.